Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2017. Review of the transmission revealed the defibrillator exhibited post paced t-wave oversensing and non-sustained right ventricular oversensing since (B)(6) 2017. The patient did not receive therapy due to the oversensing. The nurse noted that they elected not to perform an intervention. The patient was reported as stable.

Manufacturer narrative:
Correction: event dat updated to (B)(6) 2017.

Event description:
New information noted that the post paced t-wave oversensing and non-sustained right ventricular oversensing episodes were noted in (B)(6) 2017. On (B)(6) 2017, the device was reprogrammed. Oversensing was not resolved and was noted on (B)(6) 2017. On (B)(6) 2017, normal function was noted.